Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during initial testing. However, the faults cleared after reconnecting the ac power cord and the battery. The device was then able to power on. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "self check failure -1003" and "compressor failure -1001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.